Event description:
The customer reported being hospitalized due to dehydration and diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that there was a hole in the infusion set and insulin was dripping during delivering. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.